Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A director of nursing reported an anterior capsule tear during a laser assisted cataract procedure. Surgeon indicated that the laser is likely at fault. A sulcus intraocular (iol) may have been implanted due to primary iol stability concern. A possible backup iol might have been utilized in the sulcus.

Manufacturer narrative:
Additional information provided in device evaluated by MFR. Clinical application specialist (cas) provided feedback on the event. The following is a review of that information. The first image was slightly off center of the dock. However, it was well within acceptable limits. There was poor illumination and a recommendation was given to the customer. They increased the illumination, attempted to try the auto-centration/auto focus again. There was mention of ¿meniscus creep of air between 3 & 6 o¿clock. This was an area of potential suction break and led to a slight tilt (between time of scan and time of treatment). The scan is a static-visual representation of the cross sectional view of the eye. However, any subsequent movements post-scan, will not be properly represented. In the second image there is some lens tilt correlating with off center docking, like the one in the first image. The control points were programmed correctly, with good anterior capsule coverage. In the third image, is of a posterior capsule control point. It appears as though it had been pulled down too low, and has eaten into the 800 um safety-zone. This is unrelated to the reported anterior capsule, (which looks to have had sufficient coverage based on this scan). The cause could be attributed to movement of depth (z axis), due to an unstable docking post oct, but there are no videos available to confirm this. The untreated area was not detected by the surgeon. However, the subsequent removal of a partially treated capsulotomy may have contributed to the anterior capsule tear, theoretically. The surgeon was counseled multiple times regarding what to do with that control points. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).